Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Per provider, alarm does not work when ac plug is unplugged.

Manufacturer narrative:
Additional/updated information was added to reflect the pcb being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb was defective, causing the alarm not to function, which confirmed the original complaint issue. The specific pcb defect was not identified, and the underlying cause could not be determined.

Event description:
Per provider, alarm does not work when ac plug is unplug.